Event description:
The customer returned the device stating, "the pump had a cassette was not attached error during testing". During device evaluation it was found the downstream occlusion (dso) sensor was defective.

Manufacturer narrative:
The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. The event history log was reviewed and there were no errors related to the customer complaint. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due to defective downstream occlusion (dso) sensor. Replaced dso sensor to resolve the issue. During inspection found the lcd lens was cracked and replaced with new one. Performed dso/ upstream occlusion (uso) sensor calibration. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.